Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the customer-reported complaint was replicated/confirmed. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The complaint regarding instrument broke and fell into the patient was confirmed by failure analysis.

Manufacturer narrative:
Further failure analysis investigation found no part of the grip cable or any other component at the distal end were to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The fragments were retrieved during the same surgery. Additional information is being gathered to determine the contribution of the device to the customer reported issue. As such, the probable root cause cannot yet be determined based on the information provided. A return material authorization (RMA) was issued for return of the device for failure analysis investigation; however, the product has not been received. A follow-up MDR will be submitted if additional information becomes available.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the wires that move the branches broke. In the process, parts of the wires entered into the patient and were retrieved during the same surgery. There was no reported patient impact. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was checked before use. The procedure was completed as planned robotically. The surgery was completed with a replacement instrument. No additional surgery was required to remove the fragment. Postoperative investigations such as x-ray or ultrasound examinations were not initiated to locate any remaining fragments. The fragment was removed during the same procedure. The instrument did not encounter any other instrument or tool during the procedure. The patient did not return to hospital because of postoperative complications related to the retention of a foreign body. Photographs of the instrument or a video recording of the procedure were not available for review. The patient had not suffered any injuries from the defective instrument.